Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had a defective foley catheter that they were returning. As per the patient mail, it stated that the catheter balloon was defective. No further information was obtained at this time as customer needed to get exact details from patient. As per additional information received on 06nov2023, stated that they changed the catheter by themself on 2nd november, they had done this since 2021. They do this every month. Observing sterility measures, they removed the new catheter from its sleeve and inserted it into the stoma. Then they inflated the catheter balloon with 5mml of normal saline solution. They were very careful as anything more results in pain and discomfort. A few moments later they heard a popping sound and felt a stinging sensation. When they tugged the catheter, it came out easily without any resistance, indicative that the balloon was no longer inflated. Stated that they felt pain and discomfort for a short while after the catheter balloon burst. When they examined the catheter, they found that the balloon was ruptured. It was unusable and they had to use another new catheter which was good. No medical intervention was reported.

Event description:
It was reported that the patient had a defective foley catheter that they were returning. As per the patient mail, it stated that the catheter balloon was defective. No further information was obtained at this time as customer needed to get exact details from patient. As per additional information received on 06nov2023, stated that they changed the catheter by themself on (B)(6) they had done this since 2021. They do this every month. Observing sterility measures, they removed the new catheter from its sleeve and inserted it into the stoma. Then they inflated the catheter balloon with 5mml of normal saline solution. They were very careful as anything more results in pain and discomfort. A few moments later they heard a popping sound and felt a stinging sensation. When they tugged the catheter, it came out easily without any resistance, indicative that the balloon was no longer inflated. Stated that they felt pain and discomfort for a short while after the catheter balloon burst. When they examined the catheter, they found that the balloon was ruptured. It was unusable and they had to use another new catheter which was good. No medical intervention was reported.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. Visual inspection noted irregular burst without missing pieces. A potential root cause for this failure could be contribute by "high mechanical stability time (mst) of incoming latex" or "coagulant dip 2- dipping speed too slow" and also might be contributed by user related ( example: mishandling product or exposed to petroleum or sharp object). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.